Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: 3.1.6 , operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on an unspecified date. It was also reported that the patient is no longer using the pod. The patient's blood glucose levels were not available, while wearing the pod for an unspecified duration. There was no additional information regarding symptoms, treatment, or if the patient has been discharged from the hospital. Good faith attempts have been made to retrieve additional information but were unsuccessful as the patient was unwilling to provide further details.